Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
Updated blocks: h3 and h6. The field service representative (fsr) confirmed the reported complaint as he received a 'disk boot failure' message on the central control monitor (ccm). While troubleshooting, the fsr found a bad soldering joint on the coin cell battery terminal. The fsr replaced the ccm and performed release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed a 'disk boot failure' message when powered on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.